Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a 3-lumen catheter with a ballooned proximal extension line. Signs of use in the form of biological material and medication were observed inside all the extension lines. No other defects or anomalies were observed. The customer also returned one, 3-lumen cvc for analysis. Signs-of-use in the form of biological material and medication were observed inside the extension lines. Visual analysis revealed that the entire proximal extension line was stretched/ballooned. Six kinks were observed on the damaged extension line. The appearance of the damage is consistent with the extension line being subjected to high pressure. No other defects or anomalies were observed. The kinks in the proximal extension line were located 3 mm, 16 mm, 30 mm, 42 mm, 75 mm, and 88 mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 167 mm, which is within the specification limits of 157 mm - 177 mm per catheter product drawing. A lab inventory syringe filled with water was attached to the lumens and flushed. When flushing the proximal extension line, the line ballooned and resistance was met due to a build-up of hardened biological material and medication. When flushing the medial extension line, significant resistance was met due to a build-up of hardened biological material and medication. The build-up could not be cleared from the extension lines without damaging the device. The distal extension line flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU provided with the kit warns the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The report of a ballooned extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the entire proximal extension line was stretched/ballooned. The medial and proximal extension lines did not flush as intended due to a build-up of biological material and medication. The observed damage appears consistent with damage due to over-pressurization of the catheter which can occur from buildup of biological material/medication or unintentional bending/kinking of the extension line. Based on the customer report and the appearance of the returned sample, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025 during the nurse's 10 pm rounds, the patient informed her that one of the clamps on her central venous catheter had fallen off while she was using the restroom. Upon attempting to replace the clamp, the nurse discovered that the central venous catheter was defective. The proximal line appeared dilated with decreased rigidity and associated pressure loss. The nurse clamped the central venous catheter with a kocher clamp and confirmed that venous return was normal. Following this, the central venous catheter was removed and replaced with a peripheral venous catheter." There was no patient harm or injury. The patient's current condition is reported as "stable, back home".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2025 during the nurse's 10 pm rounds, the patient informed her that one of the clamps on her central venous catheter had fallen off while she was using the restroom. Upon attempting to replace the clamp, the nurse discovered that the central venous catheter was defective. The proximal line appeared dilated with decreased rigidity and associated pressure loss. The nurse clamped the central venous catheter with a kocher clamp and confirmed that venous return was normal. Following this, the central venous catheter was removed and replaced with a peripheral venous catheter." There was no patient harm or injury. The patient's current condition is reported as "stable, back home".